Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a laser assisted cataract procedure, the primary incision seemed short and more anterior than planned. It seemed to originate deep into the anterior chamber. The secondary incision originated into the endothelium and created a minor separation of descemet's. The surgeon had to create a secondary incision in a new location to avoid the total separation of the descemet's and to complete the procedure without further harm to the patient. Additional information provided states that the procedure proceeded without further incident. Phaco was performed and an intraocular implant was successfully performed.

Manufacturer narrative:
Based on quality assessment, the product met specifications at the time of release. There is insufficient evidence to conclude that a system malfunction contributed or caused the reported event. The root cause cannot be determined conclusively. (B)(4).